Manufacturer narrative:
The customer did not provide patient's age, gender, date of birth or weight information. There was no indication that the reagent was returned for evaluation. Calibration passed on november 28, 2014 with reagent lot 429736 and calibrator lot 337222. System check passed on december 11, 2014. All three levels of quality controls (qc) were within normal reference range. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported the access 2 immunoassay system (serial number (B)(4)) generated an elevated non-reproducible troponin I (access accutni+3) result of 0.2446ng/ml for one patient. The sample was repeated three times on the same instrument and generated 0.0002ng/ml, 0.0000ng/ml and 0.0000ng/ml which were within normal reference range (0.00 ng/ml to 0.04ng/ml). The customer did not provide any sample preparation, but noted no pre-analytical sample handling issue.